Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked display window corner and cracked reservoir tube lip.

Event description:
Product was received and processed. It is unknown why product was returned. No further information reported.